Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving a battery indicator message. Furthermore, the patient alleged the subject meter was giving potentially inaccurate readings after the battery indicator message began. The patient was not able to provide any numeric values to substantiate the alleged inaccurate readings. The patient manages his diabetes with self adjusting insulin. According to the patient, the power issue began around (B) (6), 2010. Since (B) (6), 2010, the patient reportedly has lost conscious at least 7 times and has been hospitalized during the alleged hypoglycemic episodes. Reportedly, the patient was hospitalized on (B) (6), 2010 and received treatment with glucagon injection. Between (B) (6), 2010 and (B) (6), 2010, the patient obtained blood glucose readings of "19, 26, 40, and 21 mg/dl" from another meter. On (B) (6), 2010, the patient's insulin regimen decreased from 26 units of nph and 2 units of regular, if his blood glucose is over 250 mg/dl, to 20 units of nph and 1 unit of regular insulin. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, and based on the information the patient provided, the customer care advocate noted that because the meter had exceeded the lifetime for usage, the battery for the meter needed to be replaced. However, the patient did not have a replacement battery to complete the troubleshooting. This complaint is being reported because the patient claimed that he received treatment for hypoglycemia on 7 occasions after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.